Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the handswitch was replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. It was installed into test a system. The system booted and readied. When actuated, the 2d button would not acquire an image. 3d and store button were functioning as expected. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the handswitch would not expose 2d, footswitch will expose. There was no patient involvement.